Manufacturer narrative:
The information related to auto mode that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the auto mode feature was not active at the time of the incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience the high blood glucose. The customer¿s blood glucose level was of 600 mg/dl. At the timer of incidence. And customer¿s current blood glucose level was 504 mg/dl. Customer was experiencing symptoms like thirsty and irritability. Customer declined to troubleshoot for high blood glucose. Customer was treated with manual injection for high blood glucose level. Customer reported that the insulin pump was automatically adjusting insulin delivery by auto mode. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will not be returned for analysis.